Event description:
Event description boston scientific crm received information that this pacing dependent patient felt symptomatic as the right ventricular lead was unable to consistently capture the myocardium. It was noted that the lead displayed increased threshold measurements. All sensing and impedance measurements were stable and within normal limits. It was also noted that the patient experienced diaphragmatic stimulation with the lead programmed to higher pacing output. As the loss of capture appeared to be somewhat related to patient positioning, it was questioned whether a lead perforation may have occurred. During a revision procedure, the lead was surgically abandoned and successfully replaced.